Event description:
Customer stated that they took their blood sugar the night before and it was high and based on that reading, pt took insulin. At 4:00 am sunday, their sugar was low and pt almost fainted. Customer ate graham crackers and milk, but could not retest because pt was feeling sick. Pt went to the hospital at 6:00 am because their heart rate was pounding which is a symptom pt experiences with hypoglycemia. The hospital cut their insulin in half and pt stayed over night.